Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient developed restenosis. The (B)(6) 2008 index procedure treated an unspecified lesion in the mid rca (right coronary artery). The patient returned in (B)(6) 2011 with unspecified ischemic symptoms and 90% restenosis of the 3.5x28mm mid rca. Balloon angioplasty and placement of a non-bsc drug eluting stent were performed resulting in 0% residual stenosis. At the three year study follow up, the patient had no angina. The physician felt the event was possibly related to the taxus stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-05067, 2134265-2012-05068. It was further reported that the patient presented at the time of the index procedure due to silent ischemia. The index procedure treated a de novo, 99% stenosis of the proximal rca measuring 3.5x60mm. Treatment consisted of predilation, placement of three taxus express2 stents (3.5x16mm, 3.5x28mm, 3.5x32mm), and post dilation resulting in 0% residual stenosis and timi 3 flow. The patient was discharged three days later on warfarin, plavix, and bayaspirin. In (B)(6) 2011, the patient presented with ECG alterations and reintervention was performed. Timi 3 flow was maintained throughout the procedure and the patient was discharged two days later. The investigator noted that the event is for the mid rca, but this is the same location where the study stents were placed.

Manufacturer narrative:
Additional information: date of birth, patient sex, describe event or problem, relevant tests/lab data, other relevant history, patient codes. (B)(4).